Event description:
The user facility reported that during a therapeutic procedure, the control cable suddenly snapped while in use. The procedure was completed with the use of another device. There was no pt or user harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a snapped cable. The slider on the handle was observed to move freely, resulting from a broken wire in the handle, which prevented the slider from moving the loop wire. Additionally, severe kinks were noted on the coil sheath. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.